Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. In addition, it was reported the usb cable was no longer charging. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.